Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during a clinical procedure with impella cp support, the impella cp system generated three ¿motor current high / pump stopped¿ alarms. The device was prepared and inserted using standard technique. The patient¿s act was 378 seconds prior to insertion and was maintained above 300 seconds throughout the case. After insertion, the impella cp operated normally for approximately one hour before the first pump stop occurred. At that time, purge flow averaged 17 ml/hr and purge pressures ranged from 380¿420 mmhg. For the first two alarms, the pump was in auto mode and successfully resumed operation after each pump stop. Upon the third occurrence of the motor current high/pump stopped alarm, the controller was restarted. The pump was re-engaged at p-2 and then gradually ramped to p-8 without additional alarms. The device remained operating at p-8 for approximately 1.5 hours for the remainder of the procedure with no further interruptions or abnormal system behavior observed. No patient injury, signs, or symptoms were reported, and there was no harm associated with the event. The device was successfully explanted after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient¿s outcome at the time of explant was survival.

Manufacturer narrative:
Product was returned therefore d9 was updated.

Manufacturer narrative:
D1 was revised h6 medical device code a141102 erroneously entered on the initial manufacturer device report number and should be removed.